Event description:
It was reported by a nurse that a vns patient's generator could not be successfully interrogated during a follow-up appointment. The nurse indicated the patient was interrogated successfully during the last office visit and claimed to have used her programming system on other patients and it worked fine. At the moment it is unknown if the patient's device is at end of service as the medical professional has not indicated this as a likely cause.

Event description:
Additional information was received from the treating medical professional through the area representative indicating the generator is believed to be at end of service.

Event description:
Additional information was received from the area representative, indicating no interventions have been planned for the patient.